Event description:
Clinical trial. Same case as 6000089-2007-01259. It was reported that 1198 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The target lesion was a 3.0mm, 75% stenosed, 28mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 32mm express2 study stent. The patient was noted to have a grade a dissection at the target lesion and a 2.5 x 16mm express2 stent was placed, reducing the stenosis to 0%. The patient had a non-target lesion located in the right posterior descending artery (r-pda) that was treated with ptca, reducing the stenosis from 80% to 10%. The patient was discharged the next day on protocol doses of aspirin and plavix. Greater than 3 years post index procedure, the patient was admitted due to chest pain. The physician treated the lad with placement of a 3.5 x 8mm taxus express2 stent, with 0% residual stenosis. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is possibly. Clinical event committee findings in august 2007 stated that it was unknown if the taxus stent was related to the tvr.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.